Event description:
It was reported that the patient experienced inadequate therapy and the return of their tremors from their deep brain stimulation (dbs) system. Attempts to reprogram were made, however, were unsuccessful. It was noted there were no malfunctions from the dbs leads and were not providing adequate therapy due to initial placement. The patient underwent a procedure where the dbs leads were replaced with others of the same model and were placed in a more optimal position before completing the procedure. Physical analysis of the dbs leads was not performed as they were retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7117668.